Event description:
Senseonics was made aware of an incident where the patient received a hyperglycemia alert from the eversense e3 cgm system while their bg at the time did not indicate hyperglycemia. The event happened on (B)(6) 2026 at 09:27 am. According to the patient, the sensor glucose (sg) value was 354 mg/dl and blood glucose (bg) value was 119 mg/dl. The patient did not take any actions as bg value did not indicate hyperglycemia.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.